Event description:
It was reported the camera head experienced very blurry vision. This issue occurred reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Section e1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.